Event description:
Same case as #6000089-2006-00876 post a coronary artery drug eluting stenting treatment procedure that a death occurred. The physician was treating a ver calcified and torturous lesion located in the left anterior descending artery (lad). The physician first placed a cypher stent that was then overlapped with a 3.0x32mm taxus express2 drug eluting stent. The physician post dilated the lesion at 18 atm using a 3.0x8mm quantum maverick balloon when the vessel ruptured at the overlap site. The pt experienced chest pain and a myocardial infarction. The rupture was treated by placing a graft stent, however the pt expired several hours following treatment.